Manufacturer narrative:
On customer follow up communication , the customer conveyed that there are no other information that could be provided, however, the device is being returned for evaluation. To date, the device has not yet been received for investigation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that the device (aspiration needle device) came out of package broken, unable to switch to safety latch off to use the needle. There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5: the purpose of this medwatch report was clarified. Per the legal manufacturer, the customer's complaint of "device (aspiration needle device) came out of package broken, unable to switch to safety latch off to use the needle" has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Correction to h3 - the device was not returned for investigation since it was lost during transit from olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more less than 1 year since the subject device was manufactured. The exact cause of the problem could not be conclusively identified, since the device was not retuned for the investigation. Olympus will continue to monitor the field performance of this device.

Event description:
This report was submitted because there may have been a hole or irregularity in the sealed sterile package.